Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported sensor error alarms and connection issues with the transmitter. During troubleshooting the customer removed the sensor and realized the electrode was no longer there. The customer was advised the sensor will be replaced. The sensor will not be returned for analysis.